Event description:
It is unknown how much blood the patient lost. There were no blood transfusion needed. The or time was extended due to the surgeon having to suture the areas to stop the bleeding. The patient is currently stable.

Manufacturer narrative:
(B)(4). Additional questions and answers: was the device completely closed and within the firing range prior to firing the device? Yes. Was the tissue evenly distributed in the device prior to firing? Yes. Where in the staple line were the malformed staples? Unk. Was there any bleeding or leaking from the staple line? Bleeding at 5 o'clock, leaking between 9 and 3 o'clock.

Event description:
It was reported that during an unknown procedure, the clips didn`t close. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).